Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was completely shut off and also had unexpected restart. The customer also had high blood glucose level of 555 mg/dl. The customer treated high blood glucose with manual injections. The customer declined troubleshoot. The product was not returned for analysis.